Manufacturer narrative:
The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a mildly tortuous and calcified lesion located in the ostium cx exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. Negative prep was not performed. It was reported that stent deformation occurred in vivo during positioning. Patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.